Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation revealed a handpiece error and stuck button. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the event include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. Zip code: (B)(6).

Event description:
It was reported that an error message keeps popping up on the shaver console when it is used. A backup device was available to complete the procedure. No patient or user injury reported.